Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2024, was chosen as the best estimate based on the approximate implant date. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of gel misplaced pain. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: blocks b3, b5, h6 (impact codes) were updated based on additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient codes) was corrected.

Event description:
It was reported that patient who received spaceoar treatment in (B)(6) 2024 and after completion of his radiation treatment experience severe rectal pain. However, the patient symptoms worsened, and he experienced weak stream, and straining during urination. Therefore, a scan was performed, and the hydrogel was still in place, it was observed that the hydrogel migrated and appeared to be causing discomfort. The physician prescribed steroids and antibiotics. A colonoscopy revealed scar tissue in the rectum, but no concerning findings. A magnetic resonance imaging (MRI) of the pelvis was ordered, which showed a fluid collection that appeared to be an abscess, rather than a complication from the spaceoar vue device. The patient's medical team reviewed the simulation CT scan from the time of the spaceoar vue implantation. While the initial scan showed the device in the correct location, there was also suspected the possibility of a rectal wall infiltration. The current MRI revealed enhancement within the anterior rectal wall, which was likely caused by the recent rectal biopsy. The fluid collection, however, was in a different location and was suspected to be an abscess. The physician recommended that the patient continue with steroids and antibiotics and then undergo a procedure to drain the abscess. The plan was to have the interventional radiology (ir) team place a transgluteal pigtail catheter under CT guidance to drain the abscess. Additional information. A follow up was conducted and it was reported that initially the physician believed that there was a fluid collection between the prostate and the right obturator muscle, and it was thought that it might be related to non-dissolved spaceoar. An MRI was conducted in (B)(6) 2025 and then again in (B)(6) 2025, it was observed that the collection only gotten smaller by about 2mm and the patient was still having significant amount of pain, with bowel movements, and therefore, they decided to send the patient for catheter placement. The interventional radiologist placed the needle, but no fluid came out and there were not able to place a pigtail catheter because they did not confirm they were inside a cavity. At this point the patient is still having significant amount of pain. The MRI scan was further reviewed, and it was observed a fluid density lenticular collection to the right of the prostate between the prostate and the obturator. The physician assesses this as a fluid collection, the patient was reported to still having intermittent rectal pain. The pain is slightly better than it was a few months ago.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6)2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of gel misplaced pain. Patient code e172001 is being used to capture the reportable event of abscess.

Event description:
It was reported that patient who received spaceoar treatment in (B)(6) 2024 and after completion of his radiation treatment experience severe rectal pain. However, the patient symptoms worsened, and he experienced weak stream, and straining during urination. Therefore, a scan was performed, and the hydrogel was still in place, it was observed that the hydrogel migrated and appeared to be causing discomfort. The physician prescribed steroids and antibiotics. A colonoscopy revealed scar tissue in the rectum, but no concerning findings. A magnetic resonance imaging (MRI) of the pelvis was ordered, which showed a fluid collection that appeared to be an abscess, rather than a complication from the spaceoar vue device. The patient's medical team reviewed the simulation computerized tomography scan from the time of the spaceoar vue implantation. While the initial scan showed the device in the correct location, there was also suspected the possibility of a rectal wall infiltration. The current MRI revealed enhancement within the anterior rectal wall, which was likely caused by the recent rectal biopsy. The fluid collection, however, was in a different location and was suspected to be an abscess. The physician recommended that the patient continue with steroids and antibiotics and then undergo a procedure to drain the abscess. The plan was to have the interventional radiology (ir) team place a transgluteal pigtail catheter under CT guidance to drain the abscess.